Manufacturer narrative:
Initial report inadvertently missed product information.

Manufacturer narrative:
Analysis of programming/diagnostic history performed.

Event description:
It was initially reported that the patient was referred to surgery due to ¿lead impedance¿. Additional clarification was received that the patient had low impedance. Follow-up indicated that the patient was having an increase in seizures, below pre-vns baseline which was attributed to the low impedance. Further information was received that the generator diagnostics was the source of the low impedance. The function of the generator diagnostics is to be run in the operating room with the test resister to evaluate the functionality of the generator. If a generator diagnostics is run with an implanted patient it will always give low impedance if run on an implanted patient. Part of the programming for the generator diagnostics set the generator to standard settings with an output current of 0ma. The patient being turned off by the generator diagnostics is believed to be the cause of the increase in seizures. Additional information received indicated that the patient¿s vns generator was turned off after it was thought to be an impedance issue. The patient¿s vns generator and lead were replaced on (B)(6) 2013 and were returned to the manufacturer on (B)(6) 2013. Product analysis was completed and there were no anomalies found with the pulse generator. Abraded openings were identified in the outer and the inner silicone tubing of both lead coils of the vns lead. No other anomalies were identified in the returned lead portion other than typical wear and explant related observation. The product analysis of the vns lead is reported in MDR # 1644487-2013-01725.